Manufacturer narrative:
A patient's ipg stopped communicating/ is inoperable was reported to abbott. The patient underwent an unrelated surgery where the patient's ipg was placed into surgery mode. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to connect to the ipg following an unrelated procedure. The ipg is not provided therapy. Reportedly, the ipg was set into surgery mode prior to the procedure. Troubleshooting was unable to resolve the issue. Next course of action is pending.

Manufacturer narrative:
Updated: h1 - type of reportable event.

Event description:
Additional information received indicates that surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was confirmed post op.